Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high with high ketone levels resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer used cartridge and infusion set outside of labeling as the pump supplies had been used for 7 days. Customer administered an insulin infusion, a manual injection, and delivered a correction bolus via pump to address bg level. Customer was admitted to the emergency room and subsequently hospitalized. Customer received intravenous insulin and saline fluids to resolve the issue, and remained hospitalized at the time of report. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event.